Event description:
It was reported that the pump and reservoir of an inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation information. Upon analysis of the components, the pump did not pass functional testing.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the reported components underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted, and no leaks were identified; however, the component did not pass activation testing during functional evaluation. The reservoir was visually inspected and tested for leaks, and the component passed all testing. Based on the information available and analysis results, the pump bot passing the functional examination could have caused or contributed to the device being removed.